Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between (B)(6) 2019 and (B)(6) 2019 the right ventricular pacing impedance was recorded at approximately 500 ohms till the end of the recording period, with a spontaneous rise onto 900 ohms at the end of the recording period, followed by fluctuating impedances between 750 and 850 ohms. In the available iegm episodes, artifacts were visible in both the right ventricular and farfield channels, as indicated in the complaint. In addition, inappropriate ICD chargings were visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 61 months, oversensing on the ventricular channel (reproduced on rv iegm) was reported.